Event description:
The user reported that the defibrillator would not charge. There was no pt involved. Tests on the device revealed a blown fuse (f1) on assembly. A visual examination disclosed that a connector (j3) on the rear panel was smashed. Several contacts in the connector were shorted together. The shorted 12 volt supply lines caused the fuse to open. The event is not occurring more frequently or with greater severity than is usual for the device.